Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer loaded the cartridge with approximately 450 units of insulin and the fill estimate was "300+". Reportedly, the customer thought the fill estimate should have been "400+"; the fill estimate at the time of the report was 335 units. Since the customer was unsure of the exact amount loaded initially, customer understood that the fill estimate was correct. Customer's blood glucose level was 140 mg/dl.